Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a packing coil lp, non-penumbra coils and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician attempted to detach two non-penumbra coils; however, both the coils would not detach. Therefore, the coils were removed and a new microcatheter was used to regain access. Next, the packing coil lp was advanced but the physician experienced resistance advancing the coil out of the distal end of the microcatheter. While retracting the packing coil lp into the microcatheter, the coil fractured in half but remained connected by the center piece of the coil. Therefore, the microcatheter containing the packing coil lp was removed. The procedure was completed by regaining access to the target location and using non-penumbra coils and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.